Manufacturer narrative:
The surgeon reported that the bowel perforation was due to difficult cannula port placements due to patient anatomy including extensive, widespread adhesions. A review of the device and system logs could not be completed as the da vinci system was never docked to the patient. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient was to undergo a partial nephrectomy when a bowel injury occurred during port placement at the beginning of the case. The ports used were intuitive surgical ports. The da vinci robot was never docked and the procedure was converted to an open operation. Contributing factors to this injury include a significant prior surgical history and extensive adhesions. While the injured bowel was eventually resected and anastomosis performed, the patient had significant blood loss during the open portion of the operation and also had cardiac events postoperatively. The cause of the cardiac events was not provided. Based on the information provided in the summary of events, the intuitive surgical obturator and ports used in this procedure contributed to this adverse event. The instructions for use for the da vinci xi systems contains the following cautions to minimize the risks associated with port placement. - appropriate patient positioning to shift organs away from the port placement site. - an adequate level of insufflation. - obturator tip is pointing away from major vessels, organs, and other anatomic structures. - when possible, visualization of the entire insertion of the cannula using the endoscope is preferred. - utilize continuous, controlled pressure with a deliberate rotating motion when placing the cannula and obturator. Section d10 concomitant products: unspecified 12mm trocar for initial port placement.

Event description:
It was reported that at the start of a scheduled da vinci-assisted left partial nephrectomy procedure, an intestinal perforation occurred during port cannulae placement, and the procedure was converted to open. The surgeon believed the bowel injury was caused by difficult placement of the cannulae ports due to extensive adhesions from previous laparotomy surgeries. Three port cannulae were placed: one 12mm port proximal to the umbilicus, and two 8mm ports laterally to the left. When an 8mm endoscope was inserted into the body cavity, the surgeons observed extensive adhesions and intestinal perforations affecting 3 unspecified segments of the bowel. A decision to convert to open surgery was made due to the widespread adhesions, the perforations to the bowel, and a 3,500ml blood loss. It was reported that the da vinci system was never docked to the patient. No malfunction of an intuitive system, instrument, or accessory occurred. No damage to the trocars (obturators and cannulae) was observed. The open surgery included controlling the bleeding, extensive adhesiolysis, bowel resection and repair via anastomosis on the lateral side. Two units of blood were transfused. Following the procedure, the patient experienced two episodes of cardiac arrest and additional blood loss from the intestine and the stomach. The patient subsequently expired.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b2: patient date of death added. Section b5 additional information: it was reported that after the intestinal perforation occurred, the surgeon resected the three affected bowel segments, confirmed the absence of bleeding, and closed the patient, at which point the patient's vital signs were stable. A few hours later, the nephrologist proceeded with an open nephrectomy of the left kidney. The left kidney was found adhered to the stomach, and the patient experienced significant bleeding when it was removed. After the open procedure was completed, the patient was taken to the intensive care unit, where they later expired. A review of the event with the additional information was performed by an intuitive surgical medical safety officer (mso). The patient in this report, scheduled for a partial nephrectomy, had several bowel perforations during the initial port placement. The ports were intuitive surgical products. The robot was never docked. The patient was opened and the intestine resected and repaired. That procedure was concluded and the patient went to the recovery room. Later the same day, the surgeon elected to return to the operating room and proceed with the originally planned surgery. This second procedure was done open without the robot. Significant additional bleeding occurred and the patient expired. No intuitive surgical products or instruments were used in this second procedure. Based on the information provided in the summary of events, the initial bowel injury was related to the port placement which is an intuitive surgical product. However, the subsequent bleeding which occurred during the second procedure and ultimately led to the patient¿s death was not related to any intuitive surgical products or instruments.